Event description:
Tech was prepping the balloon and noticed the balloon was not tightly packed as it normally is. Informed the physician and a new balloon was used with no issues.no patient harm, defect noticed after removing from packaging and before use.the vendor was made aware and picked up the device from the department manager.